Event description:
It was reported that the patient experienced near syncope, varying heart rate, going from slow rate to fast rate, with ventricular tachycardia (vt) resulting. Anti-arrhythmic medication was required to treat. It was noted that the right ventricular (rv) lead exhibited suspected loss of capture and intermittent undersensing. It was also noted that the right atrial (ra) lead exhibited failed atrial lead position check and suspected loss of capture the rv lead explanted and replaced and the ra lead remains in use.no further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.